Event description:
It is reported that the device was implanted in 1993. The device was removed in 2005, due to dislocation and breakage of the locking ring.

Event description:
It was reported that the device was implanted in 1993. The device was removed on december 18, 2005, due to dislocation and breakage of the locking ring.

Manufacturer narrative:
Evaluation summary - x-rays were not returned to assess joint post surgery and pre-revision. It is probable that neck of stem rubbed on poly of cup. As poly showed excessive wear. In due course of time poly flange could have worn out. Cause cannot be determined. Evaluation - locking ring component fractured at center location between metal ring ends. Device meets dimensional and material specification where measurable.